Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) hovered around recommended replacement time (rrt) values for a period of time, and upon triggering rrt went prematurely to end of service (eos). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.